Manufacturer narrative:
(B)(4) - medical intervention required. Foreign source - (B)(4). Study source - (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the (B)(4). According to the complainant, the patient presented with a distal biliary stricture. This stricture had not been previously treated with a sphincterotomy. During the (B)(6) 2010 stenting procedure, a sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, the patient presented with a "possible episode of mild pancreatitis". The patient received treatment for this event (treatment type is unknown). The adverse event was listed as resolved on (B)(6) 2010.